Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair by quality engineering, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which from user error. UDI: (B)(4).

Event description:
It was reported that the during an unspecified surgical procedure, the impactor device was broken. During an in-house engineering evaluation, it was determined that the device cup-adapter t-handle was broken into two pieces. It was reported that the device was used in surgery. There was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.